Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 288 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, customer loaded a new cartridge with insulin; after, it was reported that the insulin gauge was inaccurate. After the customer performed an additional cartridge change, the customer received an accurate fill estimate and resumed insulin delivery with the pump.